Event description:
After performing coronary angiograms, physician decided to do fractional flow reserve (ffr) on a mid lad lesion. The aeris pressure wire was opened and prepped according to the IFU. The pressure wire was equalized in the left main coronary artery and subsequently advanced down the lad in an attempt to cross the lesion in the mid portion of the vessel. According to the physician, the vessel was tortuous in nature with calcium also. A couple of attempts were made to pass the aeris pressure wire across the lesion without success. At this time, the physician decided to attempt to cross the lesion with the assistance of a venture wire control catheter over the aeris pressure wire. While attempts were being made to cross the lesion with the assistance of the venture wire control catheter, the pt complained of stomach pain on occasion. After a few unsuccessful attempts, the aeris pressure wire and venture wire control catheter were removed and additional attempts were made to cross the lesion with the venture wire control catheter over a 182 cm boston scientific luge guidewire with assistance from another physician. Additional unsuccessful attempts with the venture wire control catheter and luge guidewire resulted in diminished blood flow in lad coronary artery at which time it was decided to intubate the pt and perform surgical coronary bypass grafting. It was reported the pt was stable and recovering.